Manufacturer narrative:
Customer name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise appears near the center of the screen during service involving an olympus video system center. There were no reports of patient involvement.